Event description:
The lens was found damaged after the insertion into the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00257 for the delivery device used with this intraocular lens. Results: a cut was found in the lens optic; the cause of the cut cannot be determined.